Event description:
The lay user/pt contacted lfs alleging inaccurate control high readings on their one touch ultralink meter. The pt was unable/unwilling to verify whether the exhibited any symptoms. The pt did not seek any medical intervention. The test strips were in good condition and not expired. The control solution had been stored properly and the pt had been using the correct control solution. Customer care advocate (cca) walked the pt through a control test and the test strips fell out of range with the control solution. The cca had the pt retest using a new vial of test strips and the test strips still fell out of range. All products were replaced. There is no evidence that the meter caused or contributed to an adverse event or that a serious injury occurred. The complaint is being reported due to the test strips falling out of range using the control solution.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.